Event description:
It was reported the b1011 was used during a laparoscopic cholecystectomy. The insufflation valve broke off the trocar. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon functional testing, the stopcock was observed to be broken from the trocar. No conclusion could be reached as to how the insufflation valve (stopcock) became broken. Co reviewed each incident as it occurs in an effort to continuously improve co's products and process.